Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient noticed a deterioration in hearing ability over time.

Manufacturer narrative:
Conclusion: according to the received information, no auditory perception was present on two basal channels, which were disabled few months after implantation. Despite the implant registration card stating that a full insertion was achieved at the time of implantation, a partial migration of the electrode array cannot be completely excluded as no confirmation of correct position has been received. Furthermore, over time the impedance values of some apical channels have risen. However, during device investigation, no device defect could be identified, which would explain the reported issues. The stimulator electronics operates within specification and damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Recipient noticed deterioration in her hearing ability over time. The recipient was re-implanted.